Event description:
It was reported this balloon ruptured during deployment of another manufacturer's stent in the aorta. The balloon was removed from the patient without incident and the procedure was successfully completed with this balloon catheter. The patient returned to the hospital two days post procedure with a swollen leg. It was discovered a portion of the balloon had detached in the patient. Surgical retrieval of the detached balloon segment was successful. The patient's condition is good and has since been discharged. The device has been destroyed by the user facility. Therefore, no further analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. These circumstances may have contributed to this event. However, the co is unable to determine the exact cause for this event. Co's directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during the inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."